Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During insertion of the catheter into the body, the wire was inserted into the catheter and became stuck, making it impossible to advance or retract the wire. The device and guidewire were replaced, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory. During product analysis an attempt to insert the guidewire was unsuccessful, and dissection revealed that the guidewire lumen was damaged within the inner hypotube. The "cause traced to device design" was selected due to the guidewire lumen breaking inside the distal inner hypotube, attributed to mechanical stress resulting from pebax breakage and delamination, as well as a collapsed braid.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During insertion of the catheter into the body, the wire was inserted into the catheter and became stuck, making it impossible to advance or retract the wire. The device and guidewire were replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.